Manufacturer narrative:
A ge service representative performed an onsite investigation. The hdd was evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.